Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered insulin corrections. The pod was discarded.

Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 428 pulses before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. The data downloaded from the device shows an 0x6a occlusion alarm occurred during operation. This alarm deactivated the pod. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the entire fluid path. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The root cause of the occlusion alarm could not be determined.